Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the rca was treated. On the same day, elevated troponin levels were noted. The cec assessed this event as a non q wave mi (target vessel), mdt extended hist peri-pci.

Manufacturer narrative:
The patient is a previous smoker. The index procedure was prompted by unstable angina. The mi occurred in the rca. If information is provided in the future, a supplemental report will be issued.